Event description:
It was reported that this patient experienced episodes of pacemaker mediated tachycardia (pmt). The device's algorithm successfully terminated the episode of pmt. Additionally, loss of capture leading to pacing inhibition of three seconds was observed on the right ventricular channel. Due to this the patient experienced a syncope episode. Reprograming of the device and further revaluation of the patient were discussed. This device remains in service. No further adverse patient effects were reported.